Event description:
It was reported that the right atrial (ra) lead exhibited lead noise. The ra lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.